Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by a fever. It was reported the patient presented to the emergency department and was subsequently admitted to the hospital for the event. The day after admission while receiving pd therapy, the nurse observed a leak from the transfer set. It was reported two holes were identified on the transfer set tube. The patient was treated with oral cefepime (for 14 days, dose and frequency not reported). It was reported the patient was recovered from the event and is well. Action with pd therapy was not reported. No additional information is available.